Event description:
This is a follow-up report, originally report was filed in sept 2007. Pt has dual mesh gore tex hernia repair implanted. Pt has had several episodes of infections, constant pain and problems related to bowel obstruction since the implant. Dates of use: 2006. Diagnosis or reason for use: hernia repair surgery.

Event description:
I am a pt that had a hernia repair surgery that was repaired with gore tex hernia repair in 2006. Since this surgery, I have been hospitalized once for an infection, have had a billup of inflammation, which I had to have a small tube inserted in the section where the hernia was repaired, and I also often have severe abdominal pain, which has caused me to constantly be off work. I am now experiencing a great deal of pain from this hernia repair surgery. I am asking that an investigation be conducted on this product. I have spoken with several other persons that are experiencing the same symptoms as mine. I'm looking forward to hearing from you. Dates of use: 2006--2007. Diagnosis: hernia repair.